Event description:
It was reported that while using the surgical fiber during a prostate procedure, an overheating message was rec'd and the laser system went into standby mode. After ensuring proper saline flow and placing the system back into ready mode, the procedure was continued however, diminished/no tissue vaporization effect was observed. The fiber was replaced at 62,242 joules of use and the procedure completed using a second surgical fiber. Pt outcome: "the pt was safe and we completed the case. No injury to the pt."

Manufacturer narrative:
Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Char and detritus on the metal cap and severe devitrification of the glass cap at the output window were also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cap conditions may also result in a forward-firing condition. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.